Manufacturer narrative:
Although requested the serial number of the ventilator was not provided, therefore the device manufacturing date is not known. Covidien/medtronic has not received the device/component from the customer for evaluation

Event description:
It was reported that the 840 ventilator was alarming a ventilator inoperative and safety valve open while in use on a patient. The v entilator was replaced.

Manufacturer narrative:
A service engineer inspected the device and repaired the ventilator. The unit passed testing and was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the ventilator was alarmed ventilator inoperative and safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event.